Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue and observed that the device booted to a white display. Physio replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently booted up to a white display. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.